Event description:
Pt was revised to address hip and thigh pain. On examination, interoperatively, the pt was found to have poor quality bone on the medial wall and upon removal of the asr cup, it was noted that the bony ingrowth was almost non-existent.

Manufacturer narrative:
It is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.